Event description:
The box was sealed. When the box was opened, the device was found in the box with no aterile packaging. The suspect device was not used on a pt, it is to be returned to boston scientific.